Event description:
It was reported that the patient was at home at rest when "the battery status lights on the controller went black shortly". The patient replaced the battery with a second battery. The battery was returned to heartware for further evaluation. The patient didn't feel any physical problems and is doing fine.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The report that the battery status lights on the controller went black could not be confirmed. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed early depletion of cell pair #1 which caused the cell pair voltage to drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty internal cell. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated . (B)(4) was distributed to reinforce proper power management. The battery was returned to the manufacturer with analysis completed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Battery received on 01/27/2015.